Event description:
This report is being filed after the subsequent review of the following article: stieber, j., donald, g., et al., (2006) posterior component impingement after lumbar total disc replacement. Journal of spinal disorders & techniques, volume 19, pages 55-60. USA article. This article reports the case of a (B)(6) male patient with two-level lumbar degenerative disc disease and discogenic pain at l4-l5 and l5-s1 who underwent a two-level lumbar disc replacement with the prodisc ii prosthesis (synthes, (B)(6)) that was caudally placed. For the (B)(6) male patient with reportable malfunction of gross metallic wear debris was noted to be present on the polyethylene inlay component. This is report 3 of 3 for (B)(4). This report is for: unknown number of prodisc-l devices (polyethylene inlay) the copy of the literature article is being submitted with this medwatch.

Manufacturer narrative:
Stieber, j., donald, g., et al., (2006) posterior component impingement after lumbar total disc replacement. Journal of spinal disorders & techniques, volume 19, pages 55-60. This report is for an unknown prodisc-l devices (polyethylene inlay)/unknown quantity/unknown lot. (B)(6). The investigation could not be completed and no conclusion could be drawn as no device was returned and no lot number or part number were provided. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4):if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.